Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a female consumer and forwarded to bayer on (B)(6) 2016. On (B)(6) 2010 essure (fallopian tube occlusion insert) was placed. At that time consumer was (B)(6). Consumer experienced essure placement painful, complication during insertion, one essure difficult to place, thereafter many days with blood loss. She also had pain in abdomen, bleeding with heavy flux, bile problems, bladder infection, leg pain, groin pain, pain in elbow, pain in neck, insomnia, fungal infections, heavier menstruation, chronic bursitis, inflammation of joints in the pelvic area, and bruising. She reported work-related problems, problems with daily tasks and relation and/or family problems. She has the concurrent condition of nickel allergy. Nickle allergy known before placement, was not asked for. She contacted several doctor including orthopedic surgeon, rehabilitation, physiotherapy, psychologist. She underwent a leukemia examination however the result was not provided. She used unspecified medication. On (B)(6) 2016 essure was removed. Two fallopian tubes and her uterus were removed together with essure. She has recovered. Company causality comment: this spontaneous case report was received via regulatory authority and refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. She had essure implants removed with the fallopian tubes and uterus. She also experienced one essure difficult to place, thereafter many days with blood loss and bleeding with heavy flux. She is recovered. All events are listed in the reference safety information for essure. Pelvic, abdominal, groin, back pain of varying intensity and length of time may occur and persist following essure placement. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering their nature per se and the absence of alternative explanation, a causal relationship between the reported events and essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
Follow-up received on 19-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4).. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report was received via regulatory authority and refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. She had essure implants removed with the fallopian tubes and uterus. She also experienced one essure difficult to place, thereafter many days with blood loss and bleeding with heavy flux. She is recovered. All events are listed in the reference safety information for essure. Pelvic, abdominal, groin, back pain of varying intensity and length of time may occur and persist following essure placement. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering their nature per se and the absence of alternative explanation, a causal relationship between the reported events and essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. Other non-serious events were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible .